Event description:
The ventilator was connected to a pt. The nurse noted the pt coughing and the ventilator's upper pressure was being reached very rapidly over and over again. The ventilator was removed from the pt and a quick check of the ventilator performed. The ventilator was deemed operational and placed back on the pt. After 10 to 15 minutes of operation, the ventilator began to pressure limit again. The ventilator was removed from the pt. There was no pt injury.